Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was "in the 20s" and it was noted the device may have been programmed off due to a "lead issue." Follow-up with the physician's office was attempted but no information could be obtained. The device registry system shows the cardiac resynchronization therapy defibrillator (crt-d) was explanted and downgraded with a dual-chamber implantable pulse generator (ipg), and the left ventricular lead was capped and not replaced. No patient complications have been reported as a result of this event.